Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection observed the warranty seal is broken. A functional evaluation revealed no issues. The unit was opened and found no issues. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during setup or inspection for an arthroscopy procedure, the werewolf rf 20000 controller had a turret popped out, it was popped back in to allow opening and closing of the device. The wand was not recognized by device, however, the wand worked fine when used with a different console. The procedure was completed with a backup device with no patient injury. A delay equal to or less than 30 minutes was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.